Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that occlusion alarms occurred. It was also reported that the customer was admitted to the intensive care unit in the hospital due to a blood glucose level of above 600 mg/dl; details and nature of event were not provided. No additional information was provided and the customer declined troubleshooting with tandem technical support.